Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor and vibrator noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. The customer stated that there was fluid under the lcd display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.